Manufacturer narrative:
As per a getinge field service engineer, good faith effort attempts have been performed to obtain additional information and/or product return. No response has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in prior usage the cs300 intra-aortic balloon pump (iabp) had a safety disc test failure. There was no patient involvement reported.